Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted to treat a 90% lesion in the distal right coronary artery. It was not possible to reach the severely calcifiled lesion due to the excessive tortuosity in the coronary artery. The stent delivery system was pulled back in the coronary artery. Upon removal the stent dislodged from the delivery balloon when the stent was pulled into the guide catheter. The undeployed stent was deployed in the proximal coronary artery using a ptca balloon. The target lesion was subsequently treated using angioplasty only. The patient was reported fine post procedure and there is no additional clinical sequelae related to the event. The excessive bends in the coronary artery and the severe calcification likely contributed to the stent not reaching the lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was pulled into the guide catheter while the catheter was still engaged in the coronary artery.